Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the quick release. The patient observed insulin came out of the tubing about half an hour later, after the set was changed. This issue occurred with three sets. No further information available.